Manufacturer narrative:
The report event of high impedance was confirmed. Analysis of the return lead found a kink/fracture on the outer tubing where all internal wires were broken. The fracture was consistent with an overstress condition or sudden event the lead may have been subjected to while still in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedance on all contacts. As such, surgical intervention took place on (B)(6) 2021 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.